Event description:
On (B)(6) 2015, the reporter contacted animas alleging moisture ingress into the pump. The reporter indicated that there was moisture noted behind the pump display screen lens. The patient confirmed that there was no indication of physical damage to the pump related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and evidence of moisture ingress was found. The complaint was duplicated.